Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5, h6: upon subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the device also displayed an e6 (overheat warning) error code at the time of the event. The medical device problem code related to the system alarm has been added to this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporters complete facility address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device exhibited an abnormal high temperature. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had an issue with the cables, causing the fault currents, reflecting in the failed pretests. It was further determined that there was an issue with the coupling of the device which triggered the "e2" - error code, that was displayed on the console device. It was determined that the flex circuit was damaged, and the device ran in locked position. It was further determined that the device failed pretest for no short circuit between phases and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, and safety assessment. The assignable root cause was determined to be due to component failure from normal wear.